Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer's blood glucose was low. The customer's blood glucose was 50mg/dl. The customer was calling to get assistance in changing the infusion set walk. The insulin pump will not be returned for analysis.